Manufacturer narrative:
Other applicable components are: product ID: 9735736, version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the patient was registered with a 1.9 accuracy metric. The surgeon was satisfied with the touching of known landmarks. As the case progressed and the further posterior towards the skull base, the surgeon stated he was not accurate. He felt inaccurate 2 millimeters distal and anterior. It was not known if they re-registered the patient, but the surgeon continued on with the case using navigation. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
A software analysis was initiated through log analysis. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the registration and scans looked fine with no apparent issues, and so the most likely cause of the reported issue was unknown.